Event description:
Event description guidant received information that this right ventricular lead was explanted due to several episodes of right ventricular non-capture lasting up to twelve seconds. This patient was pacer dependent and symptomatic from the loss of capture. The physician suspected damage to the conductor coil in the area where the lead was sutured down.